Event description:
It was reported that this patient has previously received inappropriate shocks due to t-wave oversensing. The electrode was subsequently explanted. During the surgical procedure there was difficulty with the explant. No additional adverse events were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies other than explant damage. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient has previously received inappropriate shocks due to t-wave oversensing. The electrode was subsequently explanted. During the surgical procedure there was difficulty with the explant. No additional adverse events were reported.